Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due fracture. A new rate sensing lead was added to the system.